Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator could not be interrogated and it displayed an error message. The device was exhibiting intermittent output on the electrocardiogram. The device was explanted and replaced on (B)(6) 2014.